Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 480 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer believes the non-tandem infusion set possibly contributed to the event; however customer could not confirm this as infusion set was not checked at the ER. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER 6 hours later with the issue resolved; however customer believes they could have unspecified kidney issues. System check with tandem technical support confirmed the pump was functioning as intended.